Manufacturer narrative:
This report is submitted on 20 november 2019.

Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site. Subsequently, skin revision was performed on (B)(6) 2019, in order to excise skin at the implant site. The implanted device remains insitu.